Event description:
A distributor contacted zoll to report that a patient had skin irritation described as red itchy skin, and welts. The patient consulted a nurse, who recommended to remove the lifevest. The patient reported a possible allergy to nickel. Follow-up indicated that the irritation had improved with use of a lotion. Zoll is submitting this supplemental report to inform FDA that this MDR was submitted unnecessarily. After further review of the reported event, it does not meet the definition of a serious injury per 21 cfr 803.3(w). There is no indication of an injury/illness that (1) is life-threatening, (2) results in permanent impairment of a body function or permanent damage to a body structure, or (3) necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The patient reported a low severity skin irritation, which does not impair or damage a body structure or function. The initial MDR was submitted out of an abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as red itchy skin, and welts. The patient consulted a nurse, who recommended to remove the lifevest. The patient reported a possible allergy to nickel. Follow-up indicated that the irritation had improved with use of a lotion.